Event description:
Approximately four to six weeks post procedure, the side port detached from the sheath. The procedure was completed with no issues and the patient returned to their room with the sheath still in place. Approximately, four to six weeks post procedure, the side port of the sheath detached. It was noted that during the time the sheath was left in the patient, the IV would occasionally become stuck on the device. There were no adverse consequences to the patient as a result of the side port detaching and the sheath was removed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. However, information from the field stated that ¿four to six weeks post procedure, the side port of the sheath detached¿. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported sideport detachment could not be conclusively determined. However, the device was left in the patient for an extended period of time. The engage instructions for use (IFU) states, ¿after completing procedure, withdraw the sheath and discard.¿